Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge to resolve the issue. The customer experienced an elevated blood glucose (bg) level with small ketones. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. A correction bolus was delivered to address high bg.